Manufacturer narrative:
Device data was retrieved and reviewed by a member of the engineering team. The low reservoir was confirmed because the device was producing a low pressure on the pressure sensors, which in turn confirmed that the liver was indeed leaking. The device is pending further investigation.

Event description:
The device user (du) reported that the device was in low reservoir mode resulting in the portal pinch valve to close. The portal pinch valve remained closed after the soft shell reservoir (ssr) refilled. The recirculation pump continue to recirculate perfusate to the ssr causing it to be very full and the pinch valve remained closed with no flow to the liver. The clinical specialist (cs) walked the du through troubleshooting. Afterwards, the perfusion started and the portal pinch valve opened, restoring flow to the liver.

Manufacturer narrative:
The device was evaluated by a service engineer (se). No low flows could be reproduced during normal testing. During extended testing of forced interface board (ifb) resets, the arterial pinch valve would lose its position and portal flow rate would drop to zero with message code 370 (low portal vein flow) appearing for approximately five minutes while the device regulated back to the expected portal pinch valve (ppv) position with expected pressures and flow rates. The device always recovered from these resets and could recover faster with a manual stop/start. The behavior is reproducible 100% of the time. The leopard board was then replaced during troubleshooting to rule out any glitches to the pinch valves during ifb resets. No differences in behavior was observed during testing with the new board, but the board was left installed as a preventative measure. Section e1 was corrected to reflect initial reporter information.

Event description:
The device user (du) reported that the device was in low reservoir mode resulting in the portal pinch valve to close. The portal pinch valve remained closed after the soft shell reservoir (ssr) refilled. The recirculation pump continue to recirculate perfusate to the ssr causing it to be very full and the pinch valve remained closed with no flow to the liver. The clinical specialist (cs) walked the du through troubleshooting. Afterwards, the perfusion started and the portal pinch valve opened, restoring flow to the liver.